Event description:
Post procedure both of patient's renal arteries shut down requiring immediate re-intervention. The re-intervention happened to de-clot both renal arteries. An additional stent was placed in patient's right renal to address a renal artery dissection.

Event description:
Post procedure both of patient's renal arteries shut down requiring immediate re-intervention. The re-intervention happened to de-clot both renal arteries. An additional stent was placed in patient's right renal to address a renal artery dissection.

Manufacturer narrative:
The complaint device was not returned for evaluation. Additional information was received: "the dissection was discovered during secondary intervention, believed to have occurred during initial procedure" and that the patient was on aspirin at the time. A screenshot of the final angiogram associated with this case was received and reviewed by cook australia medical director. "The dissection would most likely have been caused by something such as the tip of a guide wire, or the leading edge of the renal stent, ¿digging into¿ the intima of the artery (the innermost layer) and lifting a flap of intima. The clots can happen, seemingly out of the blue. The right one most likely due to slow blood flow because of the dissection. The device looks fine, and has been deployed in good position, with bridging stents all looking good". Work order ac1010352 was reviewed and appears complete and correct. The device IFU states: 'implant procedure' section states: - systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Potential adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm; aortic damage, including perforation, dissection, bleeding, rupture and death; renal complications and subsequent attendant problems (e.g., artery stenosis or occlusion, contrast toxicity, infarct, insufficiency, failure) based on the information received for this complaint there is no evidence that a device non-conformance or deficiency contributed to the complaint. From the information received it is possible that one or more of the following factors contributed to the complaint: - procedural related factors - factors related to patient anatomy additional information was received: "the dissection was discovered during secondary intervention, believed to have occurred during initial procedure" and that the patient was on aspirin at the time. A screenshot of the final angiogram associated with this case was received and reviewed by cook australia medical director. "The dissection would most likely have been caused by something such as the tip of a guide wire, or the leading edge of the renal stent, ¿digging into¿ the intima of the artery (the innermost layer) and lifting a flap of intima. The clots can happen, seemingly out of the blue. The right one most likely due to slow blood flow because of the dissection. The device looks fine, and has been deployed in good position, with bridging stents all looking good". Work order ac1010352 was reviewed and appears complete and correct. The device IFU states: 'implant procedure' section states: - systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Potential adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm; aortic damage, including perforation, dissection, bleeding, rupture and death; renal complications and subsequent attendant problems (e.g., artery stenosis or occlusion, contrast toxicity, infarct, insufficiency, failure) based on the information received for this complaint there is no evidence that a device non-conformance or deficiency contributed to the complaint. From the information received it is possible that one or more of the following factors contributed to the complaint: - procedural related factors - factors related to patient anatomy.